Manufacturer narrative:
An event regarding difficulty disassembling the cup impactor bolt from the da cup impactor handle was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). "Examination indicated that deformation and abrasion is seen within the hex region, indicative of a force greater than recommended was applied to engage the bolt and the cup impactor. The deformation of the hex region is consistent with misalignment of the cup impactor bolt hex region and the cup impactor engagement region. Examination indicated that abrasion is seen at the base of the threaded region, indicative of a force greater than hand-tight was applied to engage the bolt and the associated cup (not returned). Adhered material was observed on the hex region, consistent with transfer from the cup impactor" the mar concluded: "examination indicated that deformation and abrasion is seen at within the hex region; indicative of a force greater than recommended was applied to engage the bolt and the cup impactor. The deformation of the hex region is consistent with misalignment of the cup impactor bolt hex region and the cup impactor engagement region. Examination indicated that abrasion is seen at the base of the threaded region of returned components, indicative of a force greater than hand-tight was applied to engage the bolt and the cup. Adhered material consistent with cleaning, sterilization and biological material was observed on the returned components. There was no evidence of manufacturing or material defects on the returned components." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: a material analysis was performed and concluded that "there was no evidence of manufacturing or material defects on the returned components." No further investigation is possible at this time.

Event description:
Cup impactor bolt became lodged in impactor intraoperatively, after the initial insertion and impaction of the cup. X-rays had been taken and surgeon was satisfied with resulting cup position. After a five minute unsuccessful attempt to dislodge the bolt from the handle, the impactor with cup and bolt still attached had to be completely removed and reinserted with a new impactor/bolt from a separate back up instrument kit that was fortunately sterilized and ready for use. Surgical team attempted to remove bolt with vice grip and pliers at time of incident and was unsuccessful. There were no unusual circumstances to report.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Cup impactor bolt became lodged in impactor intraoperatively, after the initial insertion and impaction of the cup. X-rays had been taken and surgeon was satisfied with resulting cup position. After a five minute unsuccessful attempt to dislodge the bolt from the handle, the impactor with cup and bolt still attached had to be completely removed and reinserted with a new impactor/bolt from a separate back up instrument kit that was fortunately sterilized and ready for use. Surgical team attempted to remove bolt with vice grip and pliers at time of incident and was unsuccessful. There were no unusual circumstances to report.